Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort is unable to be performed to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported via medwatch that the catheter was stuck inside the patient anatomy. During a cryoablation procedure, the polarmap circular mapping catheter was selected for use. It became stuck in the left inferior pulmonary vein (lipv) and was unable to be removed. An open chest surgery was performed to remove the catheter. Two hours after submitting the complaint report, the catheter that was entangled in the pulmonary vein could be removed. The outcome of the adverse event was improved. There was no indication that the device is available for return. Good faith effort (gfe) is not possible as the event was reported directly by the FDA with no reporter or facility information provided. Additionally, due to this, specific device information is unable to be obtained.